Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a male was presented for a left kidney transplant. A flame was observed at the tip of the pen during the onset of the procedure. The device was not in contact with the patient at the time the flame occurred and was extinguished within seconds. There was no patient injury.